Manufacturer narrative:
It was reported that a revision surgery was performed due to a disassociation of the devices. The redapt stem and the head were removed. The associated redapt femoral standard offset sleeveless stem and biolox head, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. The complaint was reported to ceramtec for the head. As the legal manufacturer of the head, ceramtec will perform the investigation on this part. Our investigation including the review of manufacturing records of the stem did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the stem revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. Possible causes could include but are not limited to lack of engagement with host bone or improper surface texture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to a disassociation of the head and the stem. The redapt stem was replaced.